Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had inaccurate sensor readings when she first started using the sensors. The inaccurate sensor readings would lead to calibration errors. She stated her blood glucose would be 462, but her sensor would be reading low. This last occurred about three weeks ago. Sometimes the sensors do not stick very well and cause slight irritation. This last occurred about a month ago. Customer declined troubleshooting, because she has not had any issues with her sensors recently. She thinks the problems were caused by user error since she was new to the sensors. Nothing further reported.